Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed impedance measurements greater than 25,000 ohms in all vectors with no capture. The patient implanted with this lead experienced diaphragmatic stimulation. The physician ordered an xray, which confirmed a dislodgement. The lead was programmed off and the physician planned to reposition the lead if patient condition worsened. The patient had reported fatigue as a result of this clinical observation.